Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was unable to be programmed out of shelf mode as every attempt resulted in loss of conductive telemetry. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics, telemetry was normal when taking device out of shelf mode. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.